Event description:
The customer stated that error codes 2077 (flow script timeout) and 0843 (rbc diluent syringe overpressure) occurred on the cell-dyn ruby analyzer. While troubleshooting the errors, the customer removed the pressure sensor tube and liquid splashed into his eyes. He immediately washed his eyes. He then went to the ophthalmologist and no issues with his eyes were noted.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
A field service personnel performed the troubleshooting for the cell-dyn ruby errors. The service personnel was wearing a lab coat and gloves when the incident happened but was not wearing protective eyeglasses. The cell-dyn ruby system operator's manual, section 9, service and maintenance provides the following warning: potential biohazard. Consider all specimens, reagents, calibrators and controls or other materials that contain or contacted human-sourced material as potentially infectious. Wear lab coats, protective eyewear and gloves. Follow biosafety practices as specified in the osha bloodborne pathogen rule (29 cfr part 1910.1030) or other equivalent biosafety practices. Review of quality metrics did not identify any product issues or non-statistical complaint trends. Based on the investigation, a product deficiency was not identified for the cell-dyn ruby instrument. The incident is covered under product labeling.